Manufacturer narrative:
The mountaineer h/h x-connector inner screw [product code: 1883-41-200, lot no: bdg3esp] was returned for evaluation. Visual examination revealed no damages on the inner screw. The inner screw was functionally tested and it performed as intended. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the complaint trend is not necessary as there was no product failure to trend on. A root cause analysis is not necessary as no product failures have been identified with the reported device. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Additionally, no product failures have been identified with the returned device and therefore this complaint file will be closed with no further action required.

Event description:
I had an incident that happened tuesday with mountaineer. When dr (B)(6) final tightened the outer nut it pulled the inner set screw out of the screw and tore the threads off of the inner set screw. We tried 4 other inner set screws and it happened every time. We then realized that the inner threads of the 12mm fa screw were ripped off as well. So we replaced the 12mm screw with a new one. Tried the process again. It still pulled the inner set screw out of the screw head. So we bailed on the cross link. We examined the inner threads of the 12mm screw and they seemed fine so we put in a regular set screw. The regular set screw worked fine.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.